Event description:
3ml syringes have a chronic problem with deformed plunger tips. The curvature in the tip makes accurate measurements impossible as the reading will be as much as 1/10 cc different depending on how one turns the plunger.